Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. A supplemental report will be sent once analysis results are available. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the implantable neurostimulator (ins) had been explanted due to the following reasons: the device failed to provide relief, the ins eroded through the skin and was partially exposed in the patient¿s back, and a malfunction occurred. The caller was unsure exactly what that malfunction was. The patient had symptoms in their back. It was asked but unknown when these events started. The devices were returned to the manufacturer with operative notes. The operation notes showed that the pre-operation diagnosis was a ¿failed device.¿ it was reported that the patient had implanted for treatment of chronic lumbar pain secondary to failed back surgery and post lumbar laminectomy syndrome. The device failed to provide relief of pain with malfunctioning. The device was partially extruding at the ins site. The patient requested it be removed. The timing of the surgery was elective. The ins was eroding through skin edge without evidence of purulent material. The electrode pad was found to be well situated in the epidural space. Cultures for both aerobic and anaerobic were obtained in both thoracic and ins site. Both the lead and ins were explanted without difficulty. The patient¿s medical history was reported to have circulation neuropathy due to diabetes, aortic/mitral disease, coronary artery disease (cad), congestive heart failure, heart murmur, hypertension, myocardial infarction (heart attack), mitral valve prolapse, needs pacemaker but had to have the scs removed first with possible infection, asthma, copd, pleurisy, use of inhaler medication, history of migraines that start in neck, severe pain, seizure disorder with the last one on (B)(6) 2017, head injury from (B)(6), spinal cord was ¿trapped in bones,¿ a spinal cord stimulator, arthritis, back pain, fractures to lower extremities, fractures of upper extremities, rush pin in left arm due to shot as child, constipation, ulcers, past treatment for h. Pylori, diabetes type I since age 12 (iddm- insulin dependent diabetes miletus), and a report that ¿bg once daily- high due to pain.¿ no further complications were reported.

Manufacturer narrative:
Product analysis #231047299:analysis information -- 2018 (B)(6) 14:39:22 cst pli# 10 product ID# 97702 below is unedited, system generated text based on the analysis finding code(s) and test results. The returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. The ins passed the final functional test on the automated test console. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. The ins output was tested at the cut end of the returned lead. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the cut end of the returned lead. Good stable output was observed on all electrode pairs in reference to # {} electrode. Continuation: product ID 977c165 lot# serial# (B)(4) implanted: 2016 (B)(6) explanted: product type lead: analysis of the ins found no evidence of anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation: product ID 977c165 lot# serial# (B)(4) implanted: 2016 (B)(4) explanted: 2017 (B)(6) product type lead. If information is provided in the future, a supplemental report will be issued. - attachment: [mw5077467.pdf]

Event description:
Additional information was received reporting that "neurostimulator was removed, after the doctor thought patient had encephalitis because of the symptoms". "It was the k10 which was not tested in the united states." Battery was tested in hospital in 2017 and tested bad and was tested by manufacturer again in 2018. There was a distal piece of the lead missing. Patient's concomitant prescribed medications includes insulin, topiramate, combivent, trazadone, plavix, and clonazepam. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s family member on (B)(6) 2018. The implant was pushing up and down so the skin was getting thin and infected. Another hcp wanted to move the implant but were told they were not allowed to move it. Ever since the implant was removed, their symptoms went away. The ins was removed (B)(4) 2017. It caused the patient so many issues. No further complications were reported/are anticipated.